Manufacturer narrative:
Section h10: (h3): event description: doctor office visit on (B)(6) 2019, patient is complaining of right knee pain. Patient has been advised by the dr. That the way to help him would be with a full revision of entire femoral and tibial component and possibly the patellar component, depending on intra-op findings. Patient will consider. Initial implant date- (B)(6) 2015 right tka for degenerative joint disease, severe right knee arthritis resistant to conservative measures current treatment-over the counter pain medications right knee examination-good stability and full extension. Slight flexion there is a few mm of medial and lateral opening. A centimeter of anterior drawer with the knee flexed 90 degrees. 2+effusion. No obvious discomfort with palpation of the patellofemoral joint. X-ray (B)(6) 2019 - 3 views of the right knee, no appreciated loosening of femoral, tibial or patellar components. Alignment is good and patellar tracking is normal. Patient information- male, 214 lbs. (Bmi 29), dob 14 november 1951. Relevant medical history: abnormal blood pressure, arthritis, right tka ((B)(6) 2015), current smoker bone scan (date unk) shows no obvious loosening. Work up for infection ((B)(6) 2018) was negativeper IFU# 700-096-004, postoperative counseling and care is important. It is recommended that regular, long-term postoperative follow-up be undertaken to detect early signs of component wear and loosening, and to consider the course of action to be taken if such events occur. A suitable rehabilitation program should be designed and implemented. A continuing periodic follow-up is recommended. Periodic x-rays should be taken to detect evidence of positional changes, loosening, bone loss, and/or device fracture. In such cases, patients should be monitored, and the benefits of revision surgery should be considered to avoid further deterioration. In a review of all available information, there is no allegation against the design or manufacturing of this device. This event was likely the result of aseptic (non-infected) loosening of the femoral component, which damaged the bond of the implants to the bone and led to the reported pain. However, this cannot be confirmed because the component was not returned for evaluation, and no x-rays were provided. (D11) concomitant devices: - logic tibia implant psc insert, sz 5, 9mm (cn: 02-012-44-5009, sn: (B)(6) ) - three peg patella 38mm (cn: 200-02-38 , sn: (B)(6) ) - lgc tibial fit tray cem sz 5f / 5t (02-012-45-5050, sn: (B)(6) )

Manufacturer narrative:
Pending evaluation. Concomitant devices: logic tibia implant psc insert, sz 5, 9 mm (cn: 02-012-44-5009, sn: (B)(4)). Three peg patella 38 mm (cn: 200-02-38, sn: (B)(4)). Lgc tibial fit tray cem sz 5f / 5t (02-012-45-5050, sn: (B)(4)).

Event description:
The aware date will be (B)(6) 2019. This project was to find the information submitted by dr. (B)(6) to cases already entered into the exactech complaint system. There has been research into the current electronic complaint handling system, the legacy complaint handling spreadsheets, and the most recent backlog 2018-2019 complaint handling spreadsheet to find matching complaint information. This patient has no match to any of the information we have. Email sent to (B)(6) (dr. (B)(6) nurse on (B)(6) 2019) requesting information if patient has been revised, or any other additional patient information. By (B)(6), rn. Event description: doctor office visit on (B)(6) 2019, patient is complaining of right knee pain. Patient has been advised by the dr. That the way to help him would be with a full revision of entire femoral and tibial component and possibly the patellar component, depending on intra-op findings. Patient will consider. Initial implant date- (B)(6) 2015 right tka for degenerative joint disease, severe right knee arthritis resistant to conservative measures. Current treatment-over the counter pain medications. Right knee examination-good stability and full extension. Slight flexion there is a few mm of medial and lateral opening. A centimeter of anterior drawer with the knee flexed 90 degrees. 2+effusion. No obvious discomfort with palpation of the patellofemoral joint. X-ray (B)(6) 2019 - 3 views of the right knee, no appreciated loosening of femoral, tibial or patellar components. Alignment is good and patellar tracking is normal. Patient information- male, (B)(6) (bmi 29), dob (B)(6). Relevant medical history: abnormal blood pressure, arthritis, right tka ((B)(6) 2015), current smoker. Bone scan (date unk) shows no obvious loosening. Work up for infection ((B)(6) 2018) was negative.